Event description:
The procedure had been completed and an attempt was made to remove the flexor high-flex ansel guiding sheath. Pressure was applied to the groin and as the physician was removing the sheath over the wire, the blue tip of the sheath separated inside the patient. The coiling from the sheath started to uncoil and pull out from the sheath. The physician tried to remove the coil but it continued to uncoil. The physician then cut the sheath at the stem level, holding manual pressure to stop the bleeding. The tip and part of the coiling of the sheath remained in the patient. An ultrasound was done showing the patient had blood flow and it was reported the patient still had distal pulses. At this time the patient is being monitored and no decision has been made to remove the separated tip or coil. It was reported by the product manager that surgery to remove the segment was declined by the patient.

Manufacturer narrative:
(B)(4). The device was returned in a used and damaged condition: a visual examination determined the distal 6cm portion of the sheath was missing. At the point of separation, it was noted that the edges were clean with no evidence of thinning or elongation. During the investigation process, reviews of the device complaint history, of drawings, of the provided IFU, a review of qc specifications, a review of trends, and a visual inspection of the returned device were performed. Per qc specification, there is 100% inspection, insuring the correct inside and outside diameter of tubing and insuring the material is free from surface defects, bumps, bulges and protruding coils. During the final inspection, the surfaces of sheath and dilators are confirmed to be free of excessive dents, bumps or scratches. In addition, the IFU cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight" as well as the warning. "Before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage."as advised in the present IFU, perhaps reintroduction of the dilator may have facilitated withdrawal of the sheath without breakage; however, visual inspection of the returned device indicates brittle failure possibly due to inadequate storage conditions. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Per the risk assessment, the risk severity ranges from low impact to severe harm; however, minor harm is most likely.